Manufacturer narrative:
The device was returned and the reported event was confirmed. The power tool coupling had broken off of the drive chain. There was significant wear and material deformation observed on the power tool coupling. The remainder of the device showed significant signs of wear as well. A process review was performed and there were no discrepancies found. The reported event is attributed to wear as this device had exceeded its expected useful life.

Manufacturer narrative:
The customer has indicated that the device will be returned to greatbatch for evaluation. Once the device is received and the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Report source; distributor zimmer biomet. Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that while reaming into the acetabulum, the doctor felt a jerk and handed the reaming system to the scrub. That's when the handle came off the power with the bit still in the drill power, it had broken completely off. No adverse events were reported as a result of the malfunction.